Manufacturer narrative:
(B)(4). Additional narrative: per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted. A batch review was conducted which found no nonconformances.

Event description:
Baxter (B)(4) received a report that one (1) infusor leaked inside the overpouch. It is unknown with what the device was filled. There was no patient involvement. There was no patient injury or medical intervention associated with this event. No additional information.